Event description:
During an attempt to implant the device, a warning message was displayed. Output damage was suspected to have been caused by damage to a chronically implanted lead. As a result, the device was not implanted and the lead was removed.